Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02322 it was reported that during a stenting treatment procedure a possible stent fracture occurred. The target lesion was located in the protected left main (lm) to ostial circumflex (cx). Two ion stents of unknown size were implanted, overlapping in the lesion. After the stents were implanted, the physician thought there could have been a possible fracture where the stents overlapped; however, another physician who was assisting at the time believed that the 'fractured' area was just where the postdilution balloon was more focused, giving the appearance of a fracture. There procedure was completed with no patient complications reported. Additional information was requested and is not available.